Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for pancreatitis and non-malignant pain. It was reported that the patient was currently in the hospital experiencing significant pain which was clarified as gastro pain. It was noted that the pain was the same pain she had prior to the pump. There was no event or trauma that caused the return of pain. It was asked if the drug from the pump would show up on blood work. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.